Event description:
Labor & delivery nurse reached for filter needle and found that the sterile needle was sealed in packaging but needle had no cover, needle could have punctured packaging and caused needle stick injury to rn.what was the original intended procedure?rn using filter needle to draw up patient medication.